Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. The patient felt pacemaker syndrome symptoms while in backup vvi. After device download, normal device function was restored. The device was not upgraded. The patient symptoms had subsided when the pulse generator's mode was changed from vvi to ddd.